Event description:
It was reported that during equipment testing conducted at the user facility that the saw was operating when the footswitch was not activated. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Corrosion was discovered throughout the internal components of the device, including the motor, which is a probable cause of the device running without user activation.